Manufacturer narrative:
It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records confirmed the valve product code 82-3832 with lot crbdct, conformed to the specifications when released to stock on the march 17th, 2014.

Event description:
The patient is male and (B)(6), did the v-p surgery with 823832 on (B)(6) 2015. Initial pressure was 180mm. The patient felt headache and CT showed ventricle was unchanged. The surgeon adjusted the pressure to 140mm. The patient felt uncomfortable. The surgeon confirmed pressure of programmer and noted the failure of programmer. The patient did v-p surgery on (B)(6) 2015. The surgeon changed the new programmer to complete the procedure. There was no report on patient injury

Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available